Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient reported sustaining a fall around (B)(6) 2026. On (B)(6) 2026, the patient presented to the hospital and underwent surgical drainage of the infected site. According to the neurosurgical note, two pockets of pus overlying the device were drained. Cultures grew s. Aureus. The patient was started on nafcillin and rifampin on (B)(6) 2026. On (B)(6) 2026 the patient had their entire rns system explanted.